Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported positioning failure of inability to grasp appears to be related to patient morphology/pathology due to calcified leaflets. The reported patient effect of hypotension appears to be due to procedural conditions. Hypotension is listed in the instructions for use as a known possible complication associated with mitraclip procedures. The reported serious injury/illness/impairment was a result of case specific circumstance as no intervention/treatment was provided. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported that the patient was presented with grade 4 degenerative mitral regurgitation (mr) and calcified valve. Difficulty in imaging was encountered. One mitraclip xtw(cds0706xtw; 40916a1065) was implanted. The mr was reduced to grade 3+. An attempt was made to implant ntw (cds0706ntw; 40801a1073)clip to treat residual mr. During grasping the leaflets with ntw clip, the clip caused the leaflets to flail and it lead to increase in mr to grade 4+. The ntw clip was removed from the anatomy. The xt (cds0706xt; 41022r1092)clip was chosen to treat the flail leaflets and increased mr. The xt clip was unable to grasp calcified leaflets and hence was removed from the anatomy. The patient was kept on balloon pump due to low blood pressure caused due to mitraclip procedure. The mr remained unchanged post procedure. There was no clinically significant delay. No additional information was provided.

Event description:
It was reported that the patient was presented with grade 4 degenerative mitral regurgitation (mr) and calcified valve. Difficulty in imaging was encountered. One mitraclip xtw(cds0706xtw; 40916a1065) was implanted. The mr was reduced to grade 3+. An attempt was made to implant ntw (cds0706ntw; 40801a1073)clip to treat residual mr. During grasping the leaflets with ntw clip, the clip caused the leaflets to flail and it lead to increase in mr to grade 4+. The ntw clip was removed from the anatomy. The xt (cds0706xt; 41022r1092)clip was chosen to treat the flail leaflets and increased mr. The xt clip was unable to grasp calcified leaflets and hence was removed from the anatomy. The patient was kept on balloon pump due to low blood pressure caused due to mitraclip procedure. The mr remained unchanged post procedure. There was no clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.